Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was repositioned shortly after implant due to non-capture as a result of a dislodgement. It was reported that this patient was not pacemaker dependent. No additional adverse patient effects were reported.